Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope had foreign material in the forceps channel and the tip section cover was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and n review of the customer cleaned, disinfected, sterilized (cds) checklist it is likely the brushing of the biopsy channel was not performed and stain inside the biopsy channel was not sufficiently removed. Therefore, the root cause of the reported event is unable to be determined. Additionally, it is assumed that the tip of the high-frequency device was in contact with the endoscope's distal cover when the device's output was turned on during use of the high-frequency cauterization device, and that the distal cover was burned by thermal energy. The event can be detected/prevented by following the instructions for use (IFU) sections: we confirmed that the inspection method for the biopsy channel is described in "chapter 3 preparation and inspection_3.8 inspection of the endoscopic system" in the operation manual of the bf-290 series. We confirmed that the inspection method for the distal end of the endoscope is described in "chapter 3 preparation and inspection_3.3 endoscope inspection" in the operation manual of the bf-290 series. Olympus will continue to monitor field performance for this device.